Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a loose and protruded drive support cap. The customer's blood glucose at the time of incident was normal and did not require medical treatment. No troubleshooting was performed. The insulin pump will be replaced and returned for analysis.